Event description:
It was reported that during a gastric resection, surgeon tried to pull out the specimen from patient's abdominal incision but the pouch burst. Surgeon replaced with new pouch and continued procedure with no issues. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information was requested and the following was obtained: "did it cause any patient harm / injury as a result of this issue? If yes, kindly elaborate. Ans: no patient harm. Please confirm, were all pouch components retrieved from the patient? Ans: yes, all components retrieved from patient." This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photograph shows the cut pouch, with excess body fluids. Unfortunately the photo does not provide enough evidence to determine the root cause. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.